Event description:
On (B)(6) 2010, the patient reported that when he woke up this morning and tried to bolus 12 units of insulin via his infusion device, his device displayed an e1 (cartridge empty) error and then an a8 (bolus cancelled) after he confirmed the e1. He checked the bolus history and found that only 1 unit of insulin was delivered before the bolus was canceled. He stated he was unsure if he received an a1 (cartridge low) alert. He was instructed to check his device alarm history which showed he received an e1 at 7:27am but showed no record of an a1 or any other alert. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.